Event description:
New information received notes that the device was explanted and replaced. The patient tolerated the procedure well. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected drop in battery longevity was observed. The patient does not have any related symptoms. In (B)(6) 2016, longevity was 5.9 years and now it is 2.7 years. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.